Manufacturer narrative:
The meter has been returned to lifescan (lfs) for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing. The alleged issue was not observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) USA alleging the onetouch verio iq meter read inaccurately erratic. The patient reported a blood glucose result of "127 mg/dl" however, did not provide additional blood glucose results with the subject meter, performed within 20 minutes of each other. The patient did not experience any symptoms or seek medical attention because of the reported issue. As the result(s) cannot be determined for the expected values for precision testing, this complaint is being reported.